Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). (Avaulta anterior). Note: this report corresponds with bard's report #409708 for a "uretex." Additional information from the importer report: (B)(6) 2012, uretex to2 urethral support system, catalog # 485054, (B)(6). Attorney.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent a repair procedure and the patient allegedly experienced pain and injury. Reason for mesh implantation: stress urinary incontinence, cystocele, bilateral ovarian cyst procedure (s) performed: avaulta anterior mesh cystoscope and uretex transobturator tape (tot) and laparoscopy bilateral salping oop horectomy. Findings: 2+ cystocele, loss of urine, bilateral cysts concomitant therapy: avaulta anterior biosynthetic support system complications post placement: ¿outcome attributed to device includes irritable bowel syndrome, dyspareunia, hypertension, yeast infections, colored discharge, mesh attached to ovary sharp burning pain.¿